Event description:
Information was received indicating that a smiths medical pump's flow is inaccurate. The pump is dispensing more then it should. There was no patient present at the time of the event.

Manufacturer narrative:
Other, other text: one cadd solis hpca 2110 pump was returned for analysis. Upon visual inspection, the pump had no physical damage noted. The device history log revealed no evidence of the complaint. Accuracy testing was performed indicating that the average delivery error to be within specification. Based on the evidence, the no fault was found as the complaint was not confirmed.